Manufacturer narrative:
B5: describe event or problem: provided additional information. Emdr section h6: codes have been added/updated to reflect the extent of the investigation performed: h6, component code replaced g07003 with g04088. Added g04027. H6, type of investigation: added codes b18, b14. B11. H6, investigation findings: replaced c21 with c19. Code c19: a review of the manufacturing records indicated the lot met all pre-release specifications. The device was reported discarded post explant. Therefore, an explant evaluation of the device could not be performed. H6, investigation conclusions: replaced d16 with d15. No further information was received for this patient. Based on the incident description and the subsequent investigation, we are unable to determine the cause of this incident and assign a root cause.

Event description:
Having reviewed the medical images post procudere, the physician indicated that the reason for the device migration was unknown.

Event description:
It was reported that on (B)(6) was not aneurysmal. At the intended location, the device was deployed and appeared well positioned under fluoroscopy prior locking. Toe imaging also confirmed the device had good capture of the rims. The device was then locked and released. The next day however, control ultrasound imaging showed the occluder had embolised into the right pulmonary artery. The device was therefore removed from the patient and the defect was closed surgically on the same day.

Manufacturer narrative:
A review of the manufacturing records indicated the lot met all pre-release specifications. The device was reported discarded post explant. Therefore, an explant evaluation of the device could not be performed. Gore intends to reach out to the physician to obtain additional information for the potential cause of the reported device migration. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.